Event description:
A pt reported experiencing inaccurate low results with a one touch ii meter. The pt's blood glucose results were 341 and 40mg/dl. Tests were done within 10 mins. Pt is using expired solution and cleans fingers with alcohol before testing. Pt did not experience any adverse events. No further info has been reported.